Event description:
While using a cavitron jet plus g137, they allege that they have low water flow and the handpiece is heating up, no injury resulted.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
5/7/2025. Hpc lot # - 04180 06240. St/hp lot # - 04140 202405. Emh: all damaged and faulty parts have been replaced. The unit have been repaired, tested and calibrated to factory's specs. No other faults were found. Aux cable was not sent in for evaluations.